Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was inaccurate and a power source alert was received while the pump was charging. Another wall adapter was used; however, battery would not charge. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 170-180 mg/dl.